Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to a sterile interface module (sim) that was attached to arm cart assembly 3 when an error code for 'instrument error - check and replace' occurred. The logs are not able to specifically capture cable damage. The use time was four hundred and sixty-one minutes with a use count of nine. It was also identified that the recommended workflow to remove a disabled instrument was not followed in this instance. The arm cart assembly should be undocked before detaching the instrument or the port could not be removed with the instrument. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause of the observed condition was that it is likely that the system was not used as intended which may have caused or contributed to the reported incident. An inserted disabled instrument needs to be rotated in order to be removed. The current system does not allow for this behavior. This can lead to overdriving the robotic arm joint 6. A process improvement has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, while performing kidney hilum dissection, the cable of bip olar fenestrated grasper (bfg) was snapped and the bfg broke. The bfg was removed according to the broken instrument protocol and was replaced with another bfg to resolve the issue. There was a delay of approximately 2-3 minutes because of the issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, while performing kidney hilum dissection, the cable of bipolar fenestrated grasper (bfg) was snapped and the bfg broke. The bfg was removed according to the broken instrument protocol and was replaced with another bfg to resolve the issue. There was a delay of approximately 2-3 minutes because of the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.